Event description:
Iridex became aware of a complaint reporting 3 scleral burns following treatment with slx laser console and g-probe delivery device. Minimal information was provided by the customer with respect to potential causes of the events or the performance of the laser console and the delivery device. The customer call record indicated that the following treatment parameters were used 1250mw, 2000ms. No other information was provided with the call record. The devices have not been returned for evaluation. The customer has not responded to request for additional information. Iridex will continue to follow up and attempt to get additional information related to the event. At this time, it is not possible to determine the root cause of the issue and it is not known if the scleral burns reported affected a single patient or multiple patients. An amended report will be submitted if additional information is available.

Event description:
Iridex became aware of a patient experiencing 3 scleral burns following treatment with slx laser console and g-probe delivery device. All 3 burns occurred on one the patient during a single treatment. The complainant checked and confirmed that the laser console was functioning within specifications,with treatment parameters of 1250mw, 2000ms. The g-probe used for treatment was discarded by the customer and was not provided to iridex for further investigation.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d1,d4,d8, d9, d4. 4) part h: update to include that this a correction and additional information report. 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant. Note: patient information was not provided, therefore part a is not filled out.